Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported flow rate accuracy test failure. The cause was determined to be the pressure pale travel is out of adjustment . The pressure pale travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during testing. The device was programmed to deliver an unknown fluid at a rate of 125 ml/hr for 6 hours, the device completed the infusion in 10 seconds. There was no patient involvement. No additional information is available.